Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with left ventricular loss of capture due to lead dislodgement. The physician elected to explant the lead and the patient has been discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.